Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer's family member reported customer's blood glucose test did not start after blood sample was applied. Customer's family member reported customer lost consciousness. Paramedics were called and treated customer with intravenous solution. There was no report of any diagnosis, death or permanent impairment associated with this case.